Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that "a month or so" post an unspecified cryoplasty procedure, the pt experienced "vessel shutdown due to progression of the disease". It was further noted that "vessel shutdown" referred to re-stenosis. It was not known what treatment was performed. The patient's status is unknown.